Event description:
It was reported that during a lobectomy, the jaws jammed and refused to cut the lobe to which it was attached. The staples were still attached to the jaws and did not close. This issue occurred on two devices of the same type. It was noted that the operation was extended for an unspecified time. To resolve the issue, a new handle of the same type was used with a purple reload. No patient complications have been reported as a result of this event. Medtronic's initial evaluation of the incident device found sheared teeth were visible on the firing rack due to thick tissue.

Manufacturer narrative:
D10 concomitant products: sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm (lot#:n3m1657y), sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm (lot#:n3m1657y), egiaushort, egiaushort endogia ultra univ sht stap (lot#:unknown), egiaushort, egiaushort endogia ultra univ sht stap (lot#:unknown), egiaustnd, egiaustnd endogia ultra univ std stap (lot#:unknown), egia60amt, egia60amt egia 60 artic med thick sulu (lot#:unknown), egia60amt, egia60amt egia 60 artic med thick sulu (lot#:unknown), egiaustnd, egiaustnd endogia ultra univ std stap (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information re garding the specific customer issue that occurred with the device was available. Upon examination of the sample, sheared teeth on the firing rack was noted. The product analysis noted evidence that the device was not used as intended. This issue may occur when firing over tissue that is beyond the recommended thickness range, when firing with an obstacle incorporated in the jaws, or when attempting to fire a reload that is in interlock. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. When using the stapler more than once during a single surgical procedure, be sure to remove the empty endo gia¿ single use reload and load a new one. A safety interlock is provided that prevents an empty single use reload from being fired a second time. Do not attempt to override the safety interlock. Overriding the safety interlock will cause device malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.